Manufacturer narrative:
Alleged failure: case: (B)(4) ., eib: andrew, supply chain, issue: grainy image. [Update - replacement device used to complete procedure. It cannot be confirmed if the same device could still be used to complete the procedure if no replacements were available.]. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be a bad transition board. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was blurry image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was blurry image.